Event description:
A us distributor reported a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of charger/modem was completed. The reported problem (won't power on) was unable to be duplicated. Upon investigation the battery charger powered on properly. Additionally, the charge was unable to recognize a battery. Upon investigation the battery charger was unable to recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.